Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob and weight not provided for reporting. Date of event: unknown. This report is for an unknown plates: matrixmandible/unknown lot. Part and lot number are unknown; UDI number is unknown. Not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient called on 26 february 2018 to inquire to the material used in the mini reconstruction plate of the matrixmandible set. The implantation took place on (B)(6) 2016. On the surgical event, the patient only mentioned that the plate was manufactured by synthes. The sales rep contacted the patient on march 7, 2018 to ask for more information, and the patient explained that he is possibly experiencing an allergic reaction to the metal plate that was used in his surgery. This report is for two devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. It was reported that the patient called on (B)(6) 2018 to inquire to the material used in the mini reconstruction plate of the matrixmandible set. The review of the provided part numbers which are visible on the x-ray has shown that none of them belongs to the mini set. 04.503.396 belongs to the large plates of the midface set and 04.503.730 belongs to the mandible set which has no mini plates. Based on that it can be stated that the allegation is against the plate on top, where no part number is provided. With the available information we are not able to make any statement. It was reported that the patient explained that he is possibly experiencing an allergic reaction to the metal plate that was used in his surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient dob & weight reported. Part and lot of used plate: jey; 04.503.730; k063790 ; ti matrixmandible 20h plate; 2.0mm thick ; & part and lot of used plate: jey ; 04.503.396 ; k083388 ; ti matrixmidface box plate ; 4 holes/5mmx10mm/0.7mm thick . Reporters info: replace consultant's name with surgeon's name. 510k reported on both devices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update info: part and lot of all other implanted devices n/a. Patient now still experiencing allergic irritation. The rash on his face has mostly gone away, but has spread to other areas on his body, all on his skin.

Event description:
As per the surgeon, patient is being treated by the dermatological department and is allergic to stannous chloride and radium chloride hydrate. This report is for one (1) ti matrixmandible 20h plate 2.0mm thick this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation was performed: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. It was reported that the patient called on (B)(6) 2018 to inquire to the material used in the mini reconstruction plate of the matrixmandible set. The review of the provided part numbers which are visible on the x-ray has shown that none of them belongs to the mini set. 04.503.396 belongs to the large plates of the midface set and 04.503.730 belongs to the mandible set which has no mini plates. Based on that it can be stated that the allegation is against the plate on top, where no part number is provided. With the available information we are not able to make any statement. It was reported that the patient explained that he is possibly experiencing an allergic reaction to the metal plate that was used in his surgery. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.